Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left circumflex artery (lcx). A 10/2.25 flextome¿ cutting balloon¿ was selected for use; however, it was noted that the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1 mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left circumflex artery (lcx). A 10/2.25 flextome¿ cutting balloon¿ was selected for use; however, it was noted that the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.